Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was re-implanted into the patient and the 1 screw was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. It is reported that during the procedure, there was a "nick" on the outside of the heart which caused the bleeding. It was confirmed by the surgeon that there was no allegation of the sternalock 360 system not functioning as intended. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a revision of a sternalock 360 system occurred as a result of the patient experiencing internal bleeding. The surgeon used the sternalock 360 to close a patient on the afternoon of (B)(6) 2016 after a mitral valve repair. The next morning, the surgeon had to bring her back due to bleeding. It is reported that during the procedure, there was a "nick" on the outside of the heart which caused the bleeding. The surgeon ex-planted the system on (B)(6) 2016 and closed her back up re-using the same plates and screws (with the exception of 1 new screw) from the original sternalock 360 implantation system but used the zip tie towers from a new sternalock 360 system. It was confirmed by the surgeon that there was no allegation of the sternalock 360 system not functioning as intended.

Manufacturer narrative:
The product was not returned for evaluation. However an evaluation of the event was conducted. According to the evaluation, the product identity could not be confirmed due to the products not being returned. The potential lots have been reviewed in the evaluation. As it was confirmed that there was a revision involving the implants, the complaint is considered confirmed. However, there was no alleged malfunction of the device. The distributor states that the removal occurred in order to access the site where the patient had internal bleeding. The most likely underlying cause of the complaint was determined to be the patient condition.